Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no product associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address dissociated tibial insert. Dissociated tibial insert twice: once after the primary and again after the first revision/insert exchange. Doi: (B)(6) 2017. Doi: (B)(6) 2018 ( insert and tray ) . Dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = update 21-jan-2021: the investigation was re-opened upon receipt of additional information. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot = device history records review for product no.150600005 lot no. 8394465 description attune fb tib base sz 5 cem. - manufactured on 05th oct 2016. 12 parts were manufactured per specification. There were one ncs associated with this lot, nr-0047921. The nr-0047921 was opened to allow size verification system on lasr0007 to be temporally turned off as an element of the machine was not functioning. This was a planned non-conformance to allow the processing of trays product through the lasr0007.the planned condition was that the parts that were not inspected by the vision system on lasr0007, instead the part verification was performed by the associates post laser and in the cleanroom by an independent inspector, who was introduced into the process to manually gauge and verify the parts at the generate label step. This nr-0047921 does not have any correlation with the failure mode of this complaint.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4). No code available was added to capture medical device removal.

Event description:
Medical records alleges tibial loosening at the cement to implant interface.